Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, it was noted that the active electrode was bent. Functional testing was not performed due to the damage to the device. The cause of the reported failure is product design/engineering. Material (316l ss) of the active electrode may yield when subjected to forces encountered during surgery and the design allows for a small gap between active electrode and ceramic components, which may contribute to the electrode bending during use addressed on ncr-27076.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during surgery the tip at the apollo became curved while the surgeon did inserted it into the partien. Per complaint reporter there was no harm for patient, operator or third party.the surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique. **sac, (B)(6) 2024** received further information that a second surgery was not necessary. The surgery has been finished successfully with the initial surgery. Further, the tip only became curved, nothing broke off.